Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient had a ipg pocket revision on (B)(6) 2022 for an unknown reason.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information indicates the ipg was reposition because the patient experienced discomfort. The issue has resolved.